Manufacturer narrative:
The primary tha surgery was done in 2007 with replica a stem. Dislocation was noted on (B)(6) 2013, and the revision was done on (B)(6) 2013. There was some beige colored soft tissues around the implant. The head was removed easily without removal implement, and there was some metal wear debris on the stem and head taper. No adverse consequences to the patient were reported. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest abnormal wear. The female taper shows the presence of tribiological matter. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Dislocation was noted and the revision was done. There was some beige colored soft tissues around the implant. The head was removed easily without removal implement, and there was some metal wear debris on the stem and head taper.

Manufacturer narrative:
This complaint is still under investigation.